Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the image on the screen is poor. There is no reported adverse patient impact.